Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that the caller reports that the device was at 100% (controller) and 70% (implant) 2-3 days ago and stayed at that level and patient could not get anything to move. The caller has tried resetting the controller, but that did not resolve the issue. Now the implant was depleted, in red. They are seeing a message 'settings not available, cannot provide your desired settings'. Caller reports that they have not had any falls or trauma. Reviewed to charge the ins and then try increasing again. Also reviewed pt can try increasing in other groups. If not resolved, reviewed to follow up with their doctor (hcp).  Patient reported their previously reported information regarding prior ins/ leads and how their body is causing corrosion to device. Patient stated this was happening with current system and it was failing. Patient stated issue not resolved at this time.